Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 125cm ic 71 embovac aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. Multiple kinks were found along the entire length of the catheter. One section was noted to be stretched and compressed at the distal tip from 5.8 cm to 9.1 cm. Microscopic inspection was performed on the damaged area. The mesh of the tip was found frayed at 8.2 cm, exposing the internal braided wires. The tip of the catheter was found slightly compressed in an oval shape. The issue reported regarding a compressed / flattened and kinked/bent tip is confirmed. The damages found could be related to the insertion of the catheter through the hemostasis valve. The catheter can become damaged when hemostasis valve is not opened sufficiently and/or the introducer not being seated distally enough inside the hemostasis valve; however, given the broad sequence of events, this remains speculative, and a conclusive cause cannot be determined. There is no indication that the issue reported in the complaint is related to a manufacturing issue. The stretched and frayed condition of the distal tip was not originally reported; however, this could be the result of the compressed condition of the catheter. The kinks on the shaft of the catheter were not originally reported, and the exact time of occurrence cannot be determined. It is suggested that these damages could be related to the handling post-procedure of the catheter; therefore, these damages are not related to the issue reported. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following precaution: - exercise care in handling the intermediate catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute ischemic stroke event, the device packaging and the device, a 125cm ic 71 embovac aspiration catheter (ic71125ca / 31703555) were inspected and were found in good condition. It was reported that after removing the thrombus for the first time, the physician removed the embovac catheter from the patient and found that the tip of the embovac catheter shaft was compressed / flattened and kinked / bent. The physician replaced the aspiration catheter with another (competitor brand) to complete the procedure. There was no report of any negative patient impact. On 11-dec-2025, additional information was received. Per the information, this was adapt (direct aspiration first pass technique) case; it was not known if the device was ¿snaked¿ (advanced without guidewire / microcatheter). The location of the targeted occlusion was in the c2 segment of the internal carotid artery (ica) with no excessive vessel tortuosity or acute bends. There was no resistance felt at any point during the use of the embovac catheter. Excessive force had not bee applied to the device. The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31703555) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.